Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event. Returned device was received in good physical condition but the dso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. The main board was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a red screen error 46822. There was no reported adverse event.